Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. The magnetic and force feature were tested and error 210 was observed. A screening test could not be performed as the temperature was not displayed due to an open circuit from the cut to the connector. No force issue was observed. A manufacturing record evaluation was performed for the finished device [31273534l] number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The open circuit on the thermocouple wires is not related to the force issue reported. The potential cause of the open circuit cannot be determined. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. The potential cause of the pebax condition cannot be determined. The instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action was created to further investigate the force sensor sleeve insolation to prevent fluids from getting into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001638305

Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. Initially, it was reported that a ¿defect force sensor¿ issue occurred. There was no patient consequence. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 27-aug-2024, a separation between the pebax and electrode section and a foreign material inside it was observed. This was assessed as MDR reportable with an awareness date of 27-aug-2024.